Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the fsr replaced the gas delivery engine (gde), having isolated the blender assembly as the possible cause of this event. The carefusion field service representative (fsr) performed the operational verification procedure of the device, in which the device passed. The suspect gde was returned for evaluation by our manufacturing service group. Results of investigation: the carefusion manufacturing service group received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported high fraction of inspired oxygen (fio2) alarm was not duplicated. Our service group could not duplicate an assembly failure, therefore no component failure investigation was performed and no root cause could be determined.

Event description:
The customer reported an unresolved high fraction of inspired oxygen (fio2) alarm on this avea ventilator. No reported patient involvement with this event. The device trained customer reported passing the extended systems test (est).